Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that pt had their rechargeable ins replaced with a non-rechargeable ins on (B)(6) 2023. The healthcare provider (hcp) had made this decision due to pt's difficulty with charging ins and pt's lower energy needs/not needing to charge that often. The surgeon noted a calcium deposit at the pt's pocket site when they replaced the rechargeable ins with the non-rechargeable ins. Pt had also noted the development of a fibrous lump in pocket area after their original rechargeable ins had been placed. The ins was not being sent back to the manufacturer as the hcp did not want ins sent back. Additional information was received from the rep. It was reported that the cause of the connection and charging issues was not determined. Per the hcp, it was recommended that the battery be explanted and replaced with a non-rechargeable battery. The actions/interventions taken to resolve the connection and charging issues was positional changes and paddle placement. The issues were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(4), product type: recharger. Event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. It was reported that the patient (pt) reached out to them yesterday (following the pt's physician's office (hcp) reaching out to rep) regarding difficulty connecting their recharger (rtm) in order to recharge the implanted neurostimulator (ins). At that time, rep states they troubleshooted with pt over the phone in different positions, while the pt was at the hcp office and the hcp was confirming pt's positions (with and without the belt). Rep reports pt is seeing a screen that says, "not connecting, error, try again, reposition the recharger", but was unable to provide specific screen numbers or other screens when moving beyond that screen at the time of call. Pt had tried calling patient services (ps) but was on hold and feels it is stressing them out. Rep also reports pt previously met another rep three weeks ago regarding this issue, and at that time, the rep was able to connect, but then was "unable to stay fully connected to charge it". The rep was not with the pt. Technical services (ts) advised rep to either meet directly with the pt or to have the pt call ps for troubleshooting. Rep did not know when this issue started for the pt, nor when the rep that was notified. Rep states that they were notified yesterday, and that pt is not a good historian. Ts provided them with the number for ps and this case number for future reference. Ts advised rep to have spare components, if able, when they meet with the pt. Additional information was received from the pt. Pt called back and reported they were still having issues connecting to their ins with the recharger (rtm). Pt mentioned a while ago they checked their controller, and it had message that the battery completely drained. Pt stated they've tried 13 attempts to reposition to recharge and connect with the ins before they called ps. Pt stated it has been this way since the day they received the ins. Pt denied any falls or trauma to the implant area. Pt stated there was no visible physical damage on rtm or controller port. A replacement rtm was requested. Pt to consult with hcp and rep if issue persists with new rtm. Case re-opened & re-assigned to send email to mdt rep. Rep called back and met with pt today. Caller stated that pt received the replacement recharger and is still experiencing the same issues when attempting to charge their ins. Technical services (tss) confirmed that pt was in fact using the replacement recharger (see secure note for serial number). Caller explained that pt is able to charge the ins but experiences poor recharge quality and the controller consistently prompts pt to reposition the recharger. Caller stated pt began to experience these issues immediately after being implanted with the device. Tss instructed caller to attempt to use their fa controller. After pairing the fa controller, caller confirmed the same issues persisted and they had difficulties connecting and initiating a recharge session. Caller confirmed they were able to connect briefly but had 'poor recharge' quality, then 'reposition recharger' displayed. Caller confirmed no falls or trauma to ins implant site but said that it feels as though there may be a possible bone calcification within the implant pocket. Caller stated pt's hcp will be meeting with pt today to further address this. Caller also confirmed the ins feels as though it may be tilted in the pocket. Tss instructed caller to attempt to press the rech arger paddle into the implant site and caller confirmed that did not make a difference. Tss walked caller through obtaining the mdt data report. Caller confirmed that pt's ins was charged to 90% but they had difficulty interrogating the ins with their communicator/tablet. Caller was able to eventually interrogate the ins and obtain the mdt data report. Tss sent caller instructions on how to obtain the intellis app logs and communication manager log files and requested that caller forward the files to tss for further analysis. Mdt rep called in as they were trying to connect their pc to their tablet, but the pc is not recognizing the tablet in order to obtain the communication management files. Ts transferred to healthcare it. Rep reports they already had the mdt files and the intellis logs. Rep stated they will try another cord to connect at the time of transfer. Case re-opened due to email response from mdt rep containing log files. Tss responded to the email and reassigned and escalated the case.